Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. No damage was observed. The lens was cleaned with lphse. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. There was no report of a product defect. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional that during an intraocular lens (iol) implant procedure, the iol was unstable after implantation into the anterior chamber. The patient was left aphakic and was hospitalized. Additional information has been requested.